Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the day of implant the patient was released at 4pm and his son drove him home and said that he had to grab his seat after going over every pothole. He went to the ER early morning (1am) patient said at 1am ((B)(6) 2017) he woke up as it was so painful, taken to ER by ambulance to (B)(6). Patient had chest x-ray and was given dilaudid, couldn't let anyone touch him as it was so painful and at noon he was transferred to (B)(6) hospital. Patient saw doctors and given dilaudid and pa of dr. (B)(6). The patient was moved to an area where doctor is and was given oxygen and c-pap (patient normally uses). Patient said that (B)(6) forwarded all test results to (B)(6). Patient stayed there overnight and the next morning/day patient said that he noticed something was different and he said all of a sudden, the pain was gone and he could walk. The patient said that dr. (B)(6) came to see him to tell him there isn't anything they can do for him and patient was released. Patient said that they didn't hook up wires to stimulator, left him in pain for two days and wasn't determined until later that the wires were not hooked up. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.